Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated she got 6.3 units insulin because blood glucose was 400 mg/dl since it was not working since last. The customer was assisted with troubleshooting and declined for high blood glucose and blank display. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that took bolus that it never took it all and she was not sure if she was getting insulin. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.